Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an opcheck failure where the device was showing temperature malfunction error. There was no reported patient involvement.

Event description:
The customer reported that the unit is alarming a temp error. There was no reported patient involvement.